Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted because it was an attempt at his pacing and another lead was used for normal rv pacing. No adverse patient effects were reported.